Event description:
The customer reported that the insulin pump alarmed motor error in the past three days. The blood glucose reading was 114mg/dl. The caller stated that when he put the new insulin couple days ago, two drops of insulin did exit and then it started squirting out. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run the displacement and self test and they passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power and error test. However, unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted.